Manufacturer narrative:
The reported event of the 18 mm amplatzer septal occluder (aso) displayed a cobra-shape on one disc during deployment and the left disk was not perpendicular to the loader could not be confirmed. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, during the implant procedure, the 18 mm amplatzer septal occluder (aso) deformed cobra-shaped upon deployment. The aso was removed, and prepared again when it was noted the left atrial disc was not perpendicular to the loader, but slightly crooked. A second 18 mm aso (lot: 6094279) was successfully implanted. Due to the deformation of the device, the procedure time was prolonged by 20 minutes and anesthesia time was increased. There were no consequences for the patient.

Event description:
On (B)(6) 2017, an 18mm amplatzer septal occluder (aso) was to be implanted. While positioning the aso, one of the area was not correctly deployed due to a cobra-shape deformation. The physician removed the aso and prepared it again. The left disk was observed to not to be perpendicular to the loader, but lightly crooked. A new 18mm amplatzer septal occluder (batch/ lot: 6094279) was successfully implanted. This event is device related as the time of the procedure was prolonged by 20 minutes, and the time under anesthesia was also longer. Additional information regarding patient information was requested.